Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) that during the case an total hip arthroplasty, the surgeon reported that she cut her finger on the handpiece while operating. Staff stated the settings were cut 6 and coag 7. Staff successfully completed the case with a bovie. No further details are available at this time. Patient information provided but surgeon refused to provide her information. Additional information from the rep on april 10th reported the patient was not injured. It was noted the information was confirmed with the hcp.